Event description:
Patient in surgery for coronary artery bypass x5. Anesthesia noted air bubbles in heart. Patient began to have a severe cardiovascular collapse secondary to right leg embolus. Intra-aortic balloon pump placed to stabilize patient. All connections checked. No problems with connections or equipment noted. Physician feels it was a right sided co2 embolus from the endoscopic vein harvest. The guidant literature notes a 1 in 10,000 incident rate of this occurring.